Manufacturer narrative:
UDI#: not available since product serial was not provided. Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Date of event is unknown/not provided. Serial number: unknown/not provided. Catalog #: unknown as serial number was not provided. Expiration date: unknown as serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(6). Device manufacture date: unknown as serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced iritis that did not disappear 3 months post implantation of zcb00 intraocular lens (iol). There are some similar patients. No further information was provided. This report represents the other patient's who experienced similar symptoms.

Manufacturer narrative:
Device evaluation: the product was not returned to abbott medical optics for evaluation. Manufacturing records review: manufacturing record review could not be performed since the serial number is unknown. A search on similar complaints for the associated production order could not be conducted since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.